Event description:
Reportedly, during pt use, the ventilator could not recognize the power pac battery after removing the ac cable. There was a "switched to backup battery" alarm. The pt was ambu-bagged before being transferred to another ventilator. There were no adverse pt effects reported.

Manufacturer narrative:
Although requested, pt info was not provided.